Event description:
It was reported that the bed moved without pt activation. No injury to operator or pt was reported.

Manufacturer narrative:
The cpu board in the left siderail was replaced. The failure mode could not be duplicated, either before or after replacement of the cpu board.